Manufacturer narrative:
Product has not been returned for evaluation as of the date of this investigation. RMA was issued. If new information becomes available at a later date this complaint will be updated and/or a follow up be sent.

Event description:
Dealer states there is no alarm on power loss.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. However, the device was unable to be tested, so the original complaint issue was not able to be confirmed. The following fields were updated accordingly.

Event description:
Dealer states there is no alarm on power loss.